Manufacturer narrative:
The reported event of oversensing noise was confirmed. A partial lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the ring electrode which is consistent with friction to another implanted device or feature of the patient anatomy. Shorting was found between conductors at the connector and distal portions consistent with procedural damage. Electrical testing was normal with no anomalies. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone.

Manufacturer narrative:
Correction: section g3 - the awareness date is 30 nov 2023.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited signal artifact. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received noted that the lead was explanted and replaced on (B)(6) 2023.